Manufacturer narrative:
Date of event is estimated. Date of the explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced an infection at the lead site and was hospitalized. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.